Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from all of the results obtained.. The customer's expected fasting blood glucose test result range is 90 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 131 and 122mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 05/14/2018 and open vial date is 4/22/17. The meter memory was reviewed for previous test result history: the 204mg/dl (B)(6) 2017 09:00 pm fasting: yes, the 125mg/dl (B)(6) 2017 09:00 pm fasting: yes, the 132mg/dl (B)(6) 2017 08:58 pm fasting: yes, the 90mg/dl (B)(6) 2017 08:57 pm fasting: yes, the 141mg/dl (B)(6) 2017 08:57 pm fasting: yes. Memory concerns: customer is concerned with all of the readings customer called concerning erratic results. Customer says he has been getting readings with differences that are over 10 points. Customer says he is not sure what his normal fasting range is but recently went to the doctor and his a1c levels were at 5.7%. Customer has already performed control test and it was within range. Customer performed back to back blood test but is still unsatisfied with the meter.